Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The insulin pump had missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer is unable to clear the alarm. The customer's blood glucose was 101mg/dl. Advised customer that the insulin pump will be replace and revert to back up plan.